Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. The patient was given oral antibiotics. The physician does not think the infection is device or procedure related. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.